Manufacturer narrative:
Physio-control further evaluated the defibrillation electrodes and observed that the electrode conductive gel has peeled off of the electrode itself. The cause of the conductive gel sticking to the plastic and peeling off is unknown.

Event description:
It was reported that during a patient event when the device user attempted to attach the defibrillation electrodes to the patient, the electrodes would not peel from the plastic correctly. The conductive portion of the electrodes was sticking to the plastic and left the electrodes unusable. The medical professional attending the patient, continued CPR until further assistance could arrive with a back-up defibrillator. The patient returned to a normal cardiac rhythm before additional help arrived. The patient survived and did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
The returned defibrillation electrodes were sent to the supplier for further analysis. The results of the investigation, including the analysis of all customer returned samples, provided evidence to support that the previous gel mixing process, which was a manual process, is the most likely root cause of the gel separating from the electrode pad. The system has already been upgraded to an automated mix system and therefore no further actions will be taken at this time. The auto-mix system ensures accurate component quantity additions and mix times. The system reduces the potential for mix operator errors.

Manufacturer narrative:
Follow up #002 emdr reads: the returned defibrillation electrodes were sent to the supplier for further analysis. The results of the investigation, including the analysis of all customer returned samples, provided evidence to support that the previous gel mixing process, which was a manual process, is the most likely root cause of the gel separating from the electrode pad. The system has already been upgraded to an automated mix system and therefore no further actions will be taken at this time. The auto-mix system ensures accurate component quantity additions and mix times. The system reduces the potential for mix operator errors. Follow up #003 emdr should read: the returned defibrillation electrodes pictures were sent to the supplier and the reported gel delamination verified. Review of the device history records (DHR's) for the electrodes found no anomalies with respect to the manufacture of any of the components. The results of the investigation, including the analysis of all customer returned samples, provided evidence to support that the previous gel mixing process, which was a manual process, is the most likely root cause of the gel separating from the electrode pad. The supplier had already implemented changes and automated the gel mixing process. Therefore, there will be no further actions taken at this time. The automated system ensures accurate component quantity additions and mix times. It reduces the potential for mix operator errors.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Correction: follow up #003 reads: (B)(4) 1985. Follow up #003 should read: (B)(4) 2012.